Manufacturer narrative:
Correction: the lot# was provided, and the following fields have been updated: d2: medical device lot#: 2011182. D4: medical device expiration date: 2025-10-31. H4: device manufacture date: 2020-11-04.

Event description:
It was reported that vaccine medication leaked past the bd discardit¿ ii syringe plunger during use. The following information was provided by the initial reporter, translated from german to english: problems occurred at the vaccination centre when a vaccine was drawn up with the syringes "bd discardit ii" in connection with cannulas of the company weigao medical international co, ltd. According to the user, the vaccine got behind the cavity of the plunger and was therefore no longer available for vaccination.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2011182. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed through the plunger rod. It has been determined that this incident was most likely a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that vaccine medication leaked past the bd discardit¿ ii syringe plunger during use. The following information was provided by the initial reporter, translated from german to english: problems occurred at the vaccination centre when a vaccine was drawn up with the syringes "bd discardit ii" in connection with cannulas of the company weigao medical international co, ltd. According to the user, the vaccine got behind the cavity of the plunger and was therefore no longer available for vaccination.

Manufacturer narrative:
The reported lot # [201124] was not found for the reported catalog # [300928]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that vaccine medication leaked past the bd discardit¿ ii syringe plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: problems occurred at the vaccination centre when a vaccine was drawn up with the syringes "bd discardit ii" in connection with cannulas of the company weigao medical international co, ltd. According to the user, the vaccine got behind the cavity of the plunger and was therefore no longer available for vaccination.